Event description:
It was reported that a patient presented with a left ventricular lead that exhibited high pacing thresholds. This was leading to an increased battery drain on the implantable cardioverter defibrillator (ICD). To work around the increased thresholds, the ICD was explanted and replaced on (B)(6) 2022. The chronic lv lead remained implanted. The patient was stable.